Event description:
Routine phone evaluation on 11/24/1997 showed episodes of oversensing with pauses. In clinic, evaluation on 11/25/1997 showed further episodes of oversensing at least sensitive settings and pauses up to 3 seconds. Documented with rhythm strips and marker channels. Unable to program to correct the problem. Moderate to complete pacemaker dependency. Pt admitted for surgical revision.